Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced six infusion set tubing was detached event on (B)(6) 2024. No further information was available.

Manufacturer narrative:
(B)(6). Initial and final MDR (B)(4).